Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure the 3.00x24mm taxus liberte drug eluting stent (des) was unable to cross the proximal right coronary artery (rca). The procedure was completed with another of the same device with no patient complications reported. However, returned product analysis revealed a shaft hypotube break measured approximately 75.7cm distal from the strain relief.

Manufacturer narrative:
Visual examination of the unit revealed a shaft hypotube break measured approximately 75.7cm distal from the strain relief and a severe shaft polymer kink was measured 4cm distal to the port. This type of damage is usually consistent with excessive force being applied to the device upon meeting some form of restriction during delivery. A detailed examination of the device could not identify any issues with the distal section of the stent and tip of the device that could potentially have contributed to a restriction occurring. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.